Event description:
Technician alleged that the bed will not go into trendelenberg. No injury reported.

Manufacturer narrative:
The technician replaced the trendelenberg solenoid to resolve the issue.